Event description:
When surgeon attempted to orient trumatch femoral block in place, a gap was evident at the cartilage rim, just distal to the anterior cortex. This was discussed with the surgeon and repeated attempts were made to pivot block in place per the surgical protocol. The surgeon could align the block distally, but gap remained anteriorly. Ultimately, he accepted the gap and proceeded to pin and cut distal resection. A/p chamfer size 3 applied and cut made. It was readily apparent that the femoral trial was in flexion. At this point, hp instruments were used, with im rod, distal jig, and resection block. Distal recut. Femur downsized to a 2.5 and a significant correction was achieved. Chamfers not 100%, but passable. Suggestion was made to cement the femur, but not accepted by the surgeon. This caused a surgical delay of approximately 1-hour.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Examination of the submitted block did not reveal any manufacturing anomalies. A DHR review was performed to verify all steps were completed and signed for. There were no discrepancies discovered during this review and no nonconformance's were associated with this lot. Review of the design file did not reveal any issues. Proposal designed correct to surgeon¿s response and requests. Proposal designed within trumatch specifications. Bone models were made, evaluated, and the complaint as stated was not replicated. The investigation could not draw any conclusions about the root cause of the reported event. No evidence was found suggesting product error was a contributing factor and the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.